Event description:
(B)(6) dr implanted four years ago. Patient came with abnormal pacing and loss of capture. Trying to interrogate the device, it gave us the following message: device error. Excess battery consumption detected. Perform memory dump, contact biotronik. As the patient was totally dependent, a temporary lead was inserted and we did memory dump with same results. The device was explanted and new one was inserted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Enitra dr implanted four years ago. Patient came with abnormal pacing and loss of capture. Trying to interrogate the device, it gave us the following message: device error. Excess battery consumption detected. Perform memory dump, contact biotronik. As the patient was totally dependent, a temporary lead was inserted and we did memory dump with same results. The device was explanted and new one was inserted. Should additional information be received, this file will be updated.